Event description:
Information was received from the health care provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were impedance issues. It appeared that one contact showed out of range impedances. However, this contact was not used for stimulation purposes at the moment. All other contacts were in range. The patient had some return of symptoms now and then (random intervals). The hcp was going to perform some troubleshooting: multiple impedance test for different body positions (turning the neck, palpating the connections) and verify the impedance results across the different electrodes, and device reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the impedance measurements were therapy impedances links: 866 ohm, 5,6ma. Rechts: 573 ohm, 7,1ma. Troubleshooting included a consult with medtronic technical services. Impedance measurements in different body positions. A cause was not found. The event did not resolve.